Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was suspected of oversensing and inhibiting pacing. It was noted that the patient had an av node ablation in 2009. The patient was externally monitored and was observed to have had about four or 5 runs for asystole. No oversensing was evident in realtime or stored egms. The sense/pace portion of the lead was capped and replaced. The defib remains active.